Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a fungal infection under the headpiece. The recipient was prescribed dandruff shampoo and lotrimin to use twice a day for 14 days.

Manufacturer narrative:
The recipient was reportedly diagnosed with seborrheic dermatitis with potential component of contact dermatitis related to the cochlear implant. The recipient was prescribed fluocinonide solution to the scalp daily for up to two weeks as well as ketoconazole (nizoral) 2% topical shampoo once daily. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient's skin is healthy and all issues reportedly resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.